Manufacturer narrative:
Other relevant device(s) are: product ID: evolutr-29, serial/lot #: (B)(4), ubd: 25-apr-2017, (B)(4). The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 34 mm transcatheter bioprosthetic valve for aortic regurgitation, upon the final release, the valve dislodged toward the left ventricle resulting in severe aortic regurgitation. A 29 mm transcatheter bioprosthetic valve was properly loaded into a delivery catheter system with the intent to be implanted into the misplaced 34 mm valve. While crossing the 34mm with the crimped 29 mm, the first valve further dislodged toward the left ventricle. A snare was used to hook the paddle of the 34mm and hold it stable while crossing the valve with the 29 mm valve. The 29 mm was implanted in the first valve, but no sealing with the aortic annulus was achieved as both valves were too low in the ventricle with severe aortic regurgitation. A balloon aortic valvuloplasty (bav) was performed with no improvement. The snare was used to pull the 34mm (and thus the 29 mm) into a higher position, but to no avail. Dissection of the ascending aorta was noticed at this point. The paddle of the 29 mm valve was snared in order to dislodge the valve out from the 34 mm valve. Because of the pulling of the 29 mm, the 34mm involuntarily resulted in a higher position with a reduction of the aortic regurgitation. No surgical repair of the dissection was performed. It was reported the patient died 2 days following the procedure as a result of the dissection of the ascending aorta. No autopsy was performed.

Manufacturer narrative:
The device history review (DHR) for both valves was reviewed and they found that both valves were built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. This event does not indicate device malfunction. Review of the returned angiographic images for this case showed that the 34mm evolut valve was recaptured 3 times and then removed from the patient. The valve was then loaded onto a new delivery catheter system (dcs) and implanted. At 80% deployment the cine record showed that the valve was not placed in an acceptable position. The valve was place too deep into the left ventricular outflow tract. After the valve was fully released, the valve depth appeared to be at 22mm deep into the left ventricular outflow tract. Medtronic's best practices state that the ideal depth is between 3-5mm. Cine records also showed the contrast that was administered for visualization. The angio cine showed that the anatomy was too large for the 34mm valve, as that there was no contact between the fully expanded valve frame and the native anatomy. The second 29mm valve was then loaded onto another dcs for implant. The angio cines showed the 29mm valve being implanted into the 34mm valve, using a snare to hold the 34mm valve in place. However, it should have been noted that the implant of a 29mm valve into the 34mm valve was not going to solve the issue of the 34mm valve that was not in contact with the native anatomy. The cines next showed the 29mm valve deployed inside the 34mm valve and a post bav inflated in an attempt to expand the 29mm valve. The next cine image showed contrast being administered and that there was still no contact between the two valves implanted valve-in-valve, and there was still no contact with the native anatomy, so severe regurgitation resulted. In the cine it showed that the clinician snared the second valve (29mm). When the 29mm valve was pulled, the valve popped out of the 34mm valve and into the ascending aorta; a typical cause of dissection in the aorta, although, there is no indication this occurred based on the films provided. The final cine confirmed the dissection in the aorta and indicated moderate paravalvular leak (pvl). It was confirmed that this was an off-label use of the evolut valves as this patient was reported to have pure aortic insufficiency, and the evolut valve was indicated for aortic stenosis. The use of a snare to reposition the valve after complete deployment is not recommended per the instructions for use (IFU). The IFU warns: once deployment is complete, repositioning of the bioprosthesis (for example, use of a snare and/or forceps) is not recommended. Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery. After review of the angio cines for this case, it appeared that the patient¿s anatomy was too large for both the 34mm and 29mm valves used. In addition, the most probable cause for the dissection leading to the patient death, was due to the snare used to reposition the valves after deployment, which is warned against using a snare per the IFU. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. If information is provided in the future, a supplemental report will be issued.